Event description:
It was reported that the patient presented for a follow-up visit at the clinic, during which the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was subsequently capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.